Event description:
It was reported that during the surgery to remove hematoma on (B)(6) 2025 [ manufacturer report number: 3006705815-2025-03662], the lead was partially explanted, and a portion of lead remained implanted. As a result, surgical intervention took place on (B)(6) 2025, wherein the left-over portion of the lead was explanted and replaced with octrode leads.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.